Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty advancing and removing the device from the guide wire is related to a potential product quality issue. Possible factors that may contribute to the difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the shaft of the catheter. Additionally, the reported stretched tip appears to be related to operational context as it is likely that the stretched tip resulted from manipulation of the device during attempts to advance and remove the device, as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery and superficial femoral artery (sfa) with mild calcification. The 2.0x120mm armada 18 balloon dilatation catheter (bdc) could not advance onto the guide wire. The distal end was noted to be stretched. The armada balloon and guide wire were removed together as a unit due to resistance. Another same size armada 18 balloon and another guide wire were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.